Manufacturer narrative:
Additional information was received and it was learn that lens was explanted because of pressure on the left side of eye. There was no incision enlargement, no patient injury and no medical or surgical intervention required. Lens from other manufacturer was used as replacement lens for the patient. No further information provided. Age/date of birth: (B)(6). Gender/sex: female. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00, +24.5 diopter intraocular lens (iol) was explanted in a secondary procedure from the patient¿s operative eye due to the patient experiencing pressure on left side of the eye. The replacement iol was reported to be a non-amo lens. No further information provided.